Event description:
During a procedure to implant an excluder aaa device, the surgeon successfully implanted the trunk-ipsilateral device. However, when he attempted to implant the contra lateral device, he was unable to advance the guidewire through the cannulated gate due to calcification. An open repair was performed to retrieve the excluder device and a dacron device was implanted in the patient. The patient's recovery was uneventful.